Event description:
Sales rep informed the following: during the operation the surgeon noticed that inside of 2 packages of item ref 6476-8-260 there was item ref 6476-8-250 instead. The lot for both items ref 6476-8-250 is ejplc. There was about 5 minutes delay during the operation. Operation was completed.

Manufacturer narrative:
Device manufacture date. An event regarding a product mix / labelling discrepancy involving a kinemax stem extender was reported. The event was confirmed. Method & results: visual inspection of the packaging confirmed that the catalog number on the label is 6476-8-260 which is incorrect. Medical review was not performed for this event as medical records were not received. DHR review noted a discrepancy between the certificate of conformance from the vendor that manufactured the components and the stryker device history record. The cert from the vendor referenced part number 64768250 and the stryker DHR referenced the incorrect part number, 64768260. Chr review determined that there are 3 other similar events reported. This is a lot specific issue and is under recall 2249697-3/13/2015-003r. Conclusions: both review of the device history record and the returned packaging confirmed the reported event. The DHR that was issued for this batch has the incorrect catalog number, therefore the labels issued from the DHR information are incorrect and do not match the physical product. Nc concluded the root cause of occurance is that purchased sub components (not routed through iec) currently are not verified by (B)(4). The root causes of escape is that the mrc and packaging operators completed line clearance incorrectly.

Event description:
Sales rep informed the following: during the operation, the surgeon noticed that inside of 2 packages of item ref 6476-8-260 there was item ref 6476-8-250 instead. The lot for both items ref 6476-8-250 is ejplc. There was about 5 minutes delay during the operation. Operation was completed.

Manufacturer narrative:
A 2249697-3/13/2015-003r has been initiated to recall the reported lot. A supplemental report will be submitted upon completion of the investigation. Devices are not available.